Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
This case concerns a (B)(6) year old male patient who 1 year earlier underwent a surgery for rectum cancer. The patient has been using peristeen for transanal irrigation since (B)(6) 2021. The procedure is performed on a daily basis by a nurse carer. The patient had not been feeling well since (B)(6) and was hospitalized on (B)(6) due to abdominal pain. The latest transanal irrigation procedure took place (B)(6) where the nurse experienced difficulties to instill water. It is assumed that the patient had a bowel perforation 15 cm above the anastomosis after an unspecified time after irrigation with 1-2 pumps. The balloon did not burst and the patient did not complain about pain or anything during irrigation. The patient was hospitalized, medically treated and is doing well. No additional information was provided.